Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 18jun2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the alternate current (ac) cord. Multiple attempts were made to obtain repair information of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit failed the ground safety test. It was revealed that the ground pin on the alternating current cord was intermittent. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.